Event description:
It was reported by the customer that a pyxis medstation system fridge failed. The customer reported that users were unable to remove medication, which led to a 4-hour delay in the delivery of medication. The user was able to obtain the medication from another station. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined the remote manager failed a field service engineer reattached the hasp to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.